Event description:
This report is based on information provided by a philips bench engineer and technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, while at a bench repair facility, indicating that issues connecting the tempus pro and ls.